Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error: reported that pump's buttons were stuck. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed and found that the customer did not press a button down for 3 minutes or longer and the pump was not exposed to a change in altitude. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1780kl was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump failed rewind test due to pump error 3. Unable to perform displacement test and self-test. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Unit was successfully download using thus software. The adapt tool was utilized to search for any alarms that may have occurred in the past. During download review using the adapt tool, it recorded pump error 63, pump error 3 and pump error 43. Pump error 63 (variable = 9, (B)(6) ) triggered three times on (B)(6) 2024 from 17:27:42 through 17:28:52. Per engineering troubleshooting guide, it was determined that pump error 63 is caused by pio failure due to hardware issue. Pump error 3 confirmed on (B)(6) 2024 from 17:27:56 through 17:28:54 triggered a total of three times. Pump error 43 confirmed on (B)(6) 2024 at 13:43:26. Unit was cut open and perform a visual inspection. Per visual inspection all connectors were plugged in properly. Per visual inspection it was determine that the ingress of water corroding keypad flex connector, motor and electronic assemblies. Unit also received with corroded battery tube, end cap address label missing, pillowing keypad overlay, missing display window/cover, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), label damage (stained), cracked case and scratched case. In conclusion, customer concern with keypad/button unresponsive not confirmed during testing. All buttons functioning properly during testing. Pump error 63 and pump error 3 were confirmed due to a hardware issue. Exposed to moisture was confirmed on electronic assemblies. Pump error 43 was confirmed due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.